Event description:
One pacemaker is found in standby mode. The re-initialization failed and it was not possible to interrogate the device.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to symphony / rhapsody pacemaker models approved under p950029. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), sorin crm (formerly ela medical) is filing this MDR at this time. Since the device remains implanted, the files from the programmer were reviewed. Results: as described in the labeling, standby mode is a safe mode of operation. (B)(4).